Event description:
It was reported that pump malfunction occurred and displayed malfunction code related to momentary power loss to vibrator motor, with no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.